Event description:
A report was received stating that during use of the device, the extension set tubing separated from the luer, resulting in the leakage of a small amount of blood (user facility reported 10-20ml). The nurse was notified and the leakage was addressed immediately. No incident related medical sequela was reported.

Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.